Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button contacts. The root cause for the damaged contacts was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.